Event description:
An article titled "clinical effect analysis of posterior chamber intraocular lens implantation for correcting high myopia and astigmatism" indicated implantable collamer lens were implanted into patient's eyes. The article indicates 310 cases were included but 11 patient's had elevated intraocular pressure. After iop reduction treatment, all patients recovered to normal in 2 days.

Manufacturer narrative:
Manufacturer narrative: iop elevation from baseline is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).